Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17681826 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a defect was found in the preparation process of the smart control 14x60 120, the tip was deployed. There were no reported patient injuries.

Manufacturer narrative:
During prep of the smart control 14x60 120, the stent was noted to be deployed. There were no reported patient injuries. Additional procedural details were requested but are unknown. One non-sterile smart control 14x60 120 catheter was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the locking pin was observed in place. The stent of the unit was received 1.0 cm pre-deployed. Also, a kink was detected on the outer member at 3.0 cm from inner diameter (ID) band. No other anomalies were noted. Per dimensional analysis, the usable length of the catheter as well as the outer diameter (od) and ID were found within specification. Per functional analysis, a deployment test was performed. The stent delivery system was unlocked, and the stent was completely deployed. Neither difficulty nor anomaly (resistance, friction, or incomplete stent deployment) was experienced/noted during the deployment procedure. A product history record (phr) review of lot 17681826 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ was confirmed due to the pre-deployment condition of the device as received. Also, a kink was detected on the outer member at 3.0 cm from ID band. Neither the cause of the pre-deployment nor the kink noted could not be conclusively determined during the product evaluation. The kink and pre-deployment conditions noted do not appear to be manufacturing related. Handling factors may have contributed to the pre-deployment and kink damage. As per the instructions for use, which is not intended as a mitigation, ¿stent handling: store in a cool, dark, dry place. Do not use if entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. The black dotted pattern on the gray temperature exposure indicator, found on the pouch, must be clearly visible. Do not re-sterilize and/or reuse the device. This product is designed and intended for single use. It is not designed to undergo reprocessing and resterilization after initial use. Do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ ¿preparation of stent delivery system: after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Flush the flushing valve of the stent delivery system with heparinized saline using a 3 cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20 cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the product analysis suggest that the reported events could be related to the manufacturing process of the device. Therefore, no corrective or preventive actions will be taken.